Event description:
It was reported that during a lower extremity angiograph procedure, a guide wire tip detachment occurred. The 80% stenosed and de novo lesion was located in highly calcified and non tortuous mid right superficial femoral artery (sfa). Vascular approach was contralateral. Upon attempting to advance the platinum plus guide wire to stabilize a symmetry balloon catheter, the guide wire tip "curved" and the attempt was unsuccessful. The physician felt resistance upon withdraw of the guide wire. After removal, the physician noted that the tip of the guide wire was detached between the "tip and solid part" and only the guide wire tip was retained in the patient. Attempts to retrieve the detached guide wire tip using a recovery loop were unsuccessful. The physician implanted another manufacturer's stent in order to stent the guide wire tip against the vessel wall. The procedure was reported to be unsuccessful "because it was not possible to sound the lesion." No further complications or injuries were reported. The patient status was reported as "stable."